Manufacturer narrative:
Patient information is unknown this report is for two unknown rods/unknown lots. Part and lot numbers are unknown, UDI number is unknown. Additional product codes: mni, mnh, kwp, kwq. Unknown date in 2007 device has not been explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was implanted on unknown date in 2007 with a pangea construct from l3 - s1 to treat degenerative disc disease. On an unknown date the patient returned to the surgeon complaining of pain. The surgeon determined that there was continuing degenerative disease, and returned the patient to the operating room (or) on (B)(6) 2015. The initial pangea instrumentation at l3-s1 was intact and, was not removed; instead, the construct was extended above the existing hardware from l2 - t11 with a non-synthes product to treat the continuing degeneration. There was no reported extension of time, no reported patient harm. This report is for two unknown rods. This is report 2 of 3 for (B)(4).